Manufacturer narrative:
The manufacturer did not receive x-ray, neither the device has been received for investigation as the patient has not been revised. The mdrif was provided. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, that changes this assessment, an amended medical report will be submitted. Note: this is a split complaint with zimmer inc. ((B)(4)) which is reported under mrn 0001822565 - 2016 - 02648. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, s, 32/-3.5, taper 12/14 on the right side on (B)(6) 2015 and experienced subluxation on (B)(6) 2016. Revision surgery has not yet performed.

Manufacturer narrative:
A technical investigation was not possible to perform, as the patient was not revised. However, based on the available information the investigation is conducted with outcome as follows. No trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. It is reported that the patient experienced subluxation on (B)(6) 2016 after 7 months in vivo time. No revision surgery has been performed yet. Three pre-op x-rays dated (B)(6) 2015 and 3 post-op x-rays dated (B)(6) 2016 were received for review. Post-op x-rays of the right hip show that the components are in good position. Dark lines are observed on the distal femoral stem medially, however, since as there is no x-ray taken right after the implantation surgery, it is not possible to comment on these features. All in all no abnormalities observed. Follow up report dated june 27, 2016 is received for review. It is indicated in the report that the patient feels unsteady on the right hip and had 3 episodes of subluxation which occurred during flexion and internal rotation of the hip. Moreover, the patient has some pain in the thigh region and numbness. Physical examination showed that the patient has no limp, the strength of the abductor, flexor, and adductor over the hip is 5 out of 5. The hip range of motion is full. The doctor states that the thigh pain is most likely a stem pain, which could subside with remodelling of the bone. The subluxation could relate to lack of adequate version on the acetabular component. Conclusion summary: it is possible that the incorrect seating of the ceramic head during the implantation surgery might have a role in the episodes of dislocation. However, no surgical reports were received as well as the implant since it is still implanted. Therefore it cannot be confirmed. In terms of pain, it cannot be related to a single specific failure mode. Moreover, the review of the DHR indicates that the ceramic head met all requirements to perform as intended. The investigation of the other components (stem, cup and liner) will be covered in the split case (B)(4), as those products are manufactured by zimmer inc. ((B)(4), USA). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4)